Event description:
Ous MDR - it was reported that the patient felt stabbing in the thorax on the left side. A perforation was found out. There were reportedly difficulties with the header screw loosening and tightening during the revision surgery. It was decided to explant the device and the new implanted lead. Both products were returned for analysis.

Manufacturer narrative:
On 5/15/2018 - this lead was not returned for evaluation. The pacemaker and the lead solia t 60 were returned to biotronik for analysis. The solia s 60 was not available for analysis. First, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The connection system was found to have undergone strong mechanical stress. In particular, the resin was broken off, and the ventricular sealing plug was missing. The ventricular lead was still connected. In the further course of the analysis, the ventricular threaded pin was examined more closely. The hexagon socket was severely damaged and completely stripped. For that reason, the user was no longer able to remove the lead. The type of damage indicates strong mechanical force impact during the revision. After detaching the lead, the spring elements of the lead connectors were examined and were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. During the analysis of the solia t 60, damage was seen at the silicone sheath of the is-1 connector, which were probably caused during intraoperative reconnecting attempt of the lead. In addition, a constriction of the lead body could be detected 20 cm distal of the is-1 connector pin, which is probably due to a ligature that was very tight. No other abnormalities could be detected at the lead that could have been the cause for the intraoperative complaint. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, the devices were without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.